Event description:
It was reported by the rep that the (1) tsw45 was used during a laparoscopic donor nephrectomy procedure. It was reported that the device did not fire properly when firing for the first time across a splenic vessel. The case was completed with another device and with no pt consequence.